Manufacturer narrative:
The reported event that femoral nail, a/r, r1500 t2 femur ø9x280 mm was alleged of 'implant breakage - nail' could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. As no further information was available. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
T2 femoral nail was retrograde inserted into the case with tumor. On (B)(6) 2018, the nail broke in the proximal part. On (B)(6) 2018, the broken part was remained in the patient, the nail was removed and fixed with a plate by revision surgery.